Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-190 series operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the colonovideoscope exhibited foreign material in the air water cylinder and the air water tube. There were no reports of patient involvement or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.